Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was from 400 mg/dl to 500 mg/dl, 523 mg/dl. Customer¿s current blood glucose was 272 mg/dl. The customer did not experience any symptoms such as a result of high blood. The customer was treated by bolus with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature system had not used during the time of event. Based on customer¿s response they alleged insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.